Event description:
It was reported six days after implant that the patient received an inappropriate shock for t-wave oversensing (twos) on the right ventricular (rv) lead. The rv lead function was programmed off. The r waves were noted as small and of a similar size as the t waves on the rv lead and this was suggested as the reason the twos discriminator in the patient's implantable cardioverter defibrillator (ICD) did not withhold therapy. The rv lead was found to be dislodged and was repositioned that same day and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.